Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance measurements within normal limits, approximately 1900 ohms and high pacing thresholds. This ra lead was replaced with a different model lead. When removing the lead, the tip was broken and was left inside the patient because it was adhered to the implanted left ventricular (lv) lead. Therefore, the lead would not return. No additional adverse patient effects were reported. Additional information indicated that a stylet was attempted to withdrawal the helix unsuccessfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance measurements within normal limits, approximately 1900 ohms and high pacing thresholds. This ra lead was replaced with a different model lead. When removing the lead, the tip was broken and was left inside the patient because it was adhered to the implanted left ventricular (lv) lead. Therefore, the lead would not return. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to high pacing impedance measurements within normal limits, approximately 1900 ohms and high pacing thresholds. This ra lead was replaced with a different model lead. When removing the lead, the tip was broken and was left inside the patient because it was adhered to the implanted left ventricular (lv) lead. Therefore, the lead would not return. No additional adverse patient effects were reported. Additional information indicated that a stylet was attempted to withdrawal the helix unsuccessfully. No additional adverse patient effects were reported.